Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 17830982. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 17377048. Model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4) model number/catalog number: sc-3400-30. Serial number: (B)(6) batch/lot number: 17996945 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #:(B)(4). Model number/catalog number: sc-4316. Batch/lot number: 17835386. Model/catalog description: clik anchor. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient lead exhibited high impedances. A lead replacement procedure was performed. During the procedure, the physician experienced difficulty placing the new leads in an adequate location due to the patient anatomy. As a result, the revision procedure was aborted. All implanted device components were explanted and retained by the medical facility. No additional patient complications or outcomes were reported.